Event description:
Two days after an extension revision (see mfrs report #s 3004209178-2009-04335 and 3004209178-2009-04336), the pt had neurological deficit symptoms which included being very rigid and immobile on the left side and the pt had speech changes. The pt had no stimulation and new pain in his left neck and chest. Impedance measurements were checked and some of the bipolar pairs were reading >4000 ohms (c/4, 4/6, 4/7). The default test values were increased to 3v and impedances measurements were as follows: 4/7>4000 ohms; c/4-2815 ohms <15 ua; 4/6-2815 ohms <15ua. The pt was programmed 4+, 5-, 6-. Even with reprogramming, the pt could only open and close his hand where as before he could walk. They were going to take an x-ray to see if they could see anything wrong with the lead. A revision was being considered. The pt's outcome was reported as "no injury". See MFR's report # 3004209178-2009-04341.

Manufacturer narrative:
(B) (4).